Event description:
An elective explant of an evoke spinal cord stimulation (scs) system was performed. The patient requested explant of their evoke scs system due to the rapid progression of their parkinson¿s disease and transition into hospice care. The evoke scs system was confirmed to be operating as intended prior to explant.